Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomaly. Analysis information (B)(6)2017 14:58:44 cst pli# 10 product ID# 37603 analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the explanting hcp indicating they were unsure why the initial report listed this as early depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient¿s ins depleted early. The ins was explanted. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.